Event description:
Patient was undergoing emergency exploratory laparotomy for bleeding after liver transplantation. Suddenly the co2,carbon dioxide, monitor stopped working as if the patient were extubated or had low cardiac output state which could require unnecesary reintubation and or chest compressions. Staff said that this happens all of the time with this monitor and removed it and reinserted it. This temporarily fixed the problem which resumed minutes later.